Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated and suprarenal were implanted to treat an abdominal aortic aneurysm. The 6 year follow-up showed the presence of a type iiib endoleak with evidence of stent cage dilatation to up to 40mm and aaa enlargement to greater than 60mm. A re-intervention may be planned to reline the stent graft. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.